Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error as a result of moisture damage on the force sensor. Further testing was not performed due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error twice in the past couple days. The customer stated that the device was not exposed to a magnetic field. Performed a displacement test and the insulin pump did not pass the test. Advised the customer to revert to back up plan. No further info was provided.